Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. Immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. The customer returned blood sample (B)(4) to immucor for investigation and the investigation laboratory determined on (B)(4) 2014 that the sample yielded unexpected negative results with capture-r ready-screen (3) retention lots.